Event description:
Reportedly, the patient was an oncology patient undergoing rfa of sternal lesion/pulmonary nodes. When the lung deflated during the procedure, the probe slipped and necessitated stabilization. Stabilization was accomplished by using a metal kelly clamp. A kelly clamp was affixed to the probe causing heat to transfer from probe to clamp resulting in a 2cm x 3cm burn on the skin of the lateral backside. The patient was seen by the burn team and returned to surgery for excision of a third-degree burn on the back with primary closure. During this operation, it was noted that only the skin wwas a full thickness injury. The muscle was not injured and remained intact. The patient experienced no complications from this intervention.